Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported the patient experienced severe vertigo and was in the hospital. An MRI was to be performed. It was reported the patient had an appointment with their managing health care provider (hcp) the following week. The device system was used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.